Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The causes of the reported renal failure and thrombocytopenia could not be determined due to insufficient clinical information. H6 investigation type, findings and conclusion have been updated based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Literature citation: matar, r., swain, w., howick, j. F., & anavekar, n. S. (2025). Lymphocytic myocarditis presenting as isolated right heart failure. Journal of the american college of cardiology, 85(12), 3688. Https://doi.org/10.1016/s0735-1097(25)04172-5.

Event description:
Clinical rationale: a publication was discovered during a literature review "lymphocytic myocarditis presenting as isolated right heart failure". The paper presents a young patient who received prompt treatment with rp flex for right sided myocarditis with a favorable outcome. A 25 year old male with pulmonary hypertension presented in scai stage e cardiogenic shock with severe right ventricular failure, lactate >20, anuria, and dependence on multiple high dose vasoactive agents. The patient underwent emergent placement of an impella rp flex via the right internal jugular vein, with appropriate positioning confirmed by echocardiography. Post implant, the device provided flows up to 2.9¿3.3 lpm. Despite mechanical support with both rp flex and va ECMO, the patient experienced further hemodynamic decompensation requiring initiation of crrt, which subsequently clotted and necessitated bivalirudin therapy. The published jacc case report describing this episode noted renal failure and thrombocytopenia during the support period; the representative confirmed that these events were not considered complaints at the time of the original 2023 case but reflected the severity of the patient¿s underlying illness and need for escalated support. Based on available information, the reported renal failure and associated complications occurred in the context of profound cardiogenic shock and multi organ dysfunction. No device malfunction was identified, and the impella rp flex provided circulatory support as intended. The patient ultimately survived, and no product return or further investigation of device performance is required at this time.